Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case chipped, the bottom case cracked by l-bracket screws and the plunger head was noted to have contamination. Plunger not in place alarm was noted in the event history log of the pump. The reported customer complaint has been confirmed, and the problem source has been determined to be user interface. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
It was reported the device syringe plunger is stuck and missing gasket. No adverse effects reported.